Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cable on the motor device vibrates and the attachment device would not lock on the device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined the unit has fluctuating rotations per minute (rpms) and the hand control failed. It was further determined that this is caused by corrosion on the motor and thermistor from improper sterilization process/immersion. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.